Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera duodenovideoscope had a damaged bending section cover, a scratched cover, a shortened bending tube, and a missing distal lens glue. There was no report of patient harm. The device was returned, evaluated, and it was found that the nozzle adhesive was peeled, and there was foreign material inside the light guide lens as well as the distal end. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were partially confirmed; the adhesives around the light guide lens were cracked. In addition to the peeled nozzle adhesive, and the foreign matter found inside the light guide lens and the distal end of the device, other evaluation findings are as follows: the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the suction cylinder was discolored; the electrical connector had corrosion due to water leakage; the adhesive on the bending section cover was significantly different; and the protector of the universal cord on the suction connector side was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.